Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose was 506 mg/dl. Customer took some insulin with the insulin pump and later, a manual injection of 14 units, but it still did not work. Customer stated that they took an insulin correction shot with a needle and now their blood glucose is too low. Customer took the pump off and put the pump on basal. Customer put the basal at 100 percent at 3 hours, but they are now trying to take the temp basal off. Customer's current blood glucose was 48 mg/dl. Customer felt like they were going to throw up but they did not. Customer was also sweating and dry heaving. Customer stated that this is the first night they had seen this happen. Customer checked their blood glucose and it was at 78 mg/dl. Customer was assisted with cancelling the temp basal. Customer decided to keep the pump off until their blood glucose came back up. Customer mentioned that they had a low blood glucose of 48 mg/dl. Customer decided to stop troubleshooting.